Event description:
It was reported that the light source exhibited a b30 error when used with the series 190 scopes. There were no reports of patient harm.

Manufacturer narrative:
During troubleshooting with olympus technical assistance center (tac), the customer was unable to narrow down the scope/light source after remedial actions to identify the issues were unsuccessful. Tac recommended going through the scopes known to work and the error persisted. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.